Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. The customer did not provide information regarding confirmatory testing or the release of results. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-28. H6: investigation summary: the complaint of false positive results with the certest sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number ct0245. The complaint is not confirmed. Readers were cleaned again and reader normalization was carried out on instrument sn ct0245. Efc tests were taken before the work, after reader clean and after normalization. Reagent issue is being investigated as a large number of internal controls have failed. The root cause is unknown. The instrument met all acceptance criteria prior to release from manufacturing. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. .the part was returned for investigation, but was unable to be located at the time of this investigation. No new risks, trends, or hazards were identified based on this investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical a false positive result was obtained by the laboratory personnel. The customer did not provide information regarding confirmatory testing or the release of results. There was no report of patient impact.